Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 15.5-16.9cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at the same location.

Event description:
It was reported no capture was observed. The lead was explanted and replaced.